Manufacturer narrative:
This report is filed on october 08, 2019.

Event description:
Per the clinic, the patient experienced soft tissue issues at abutment site, subsequently the area was cauterized, and the patient was treated with antibiotics. The implanted device remains.